Manufacturer narrative:
Evaluation, results, conclusions: inherent risk of procedure ¿ (death, myocardial infarction). (B)(4).

Event description:
During index procedure, the patient had the one endeavor sprint drug eluting stent implanted in the rca. Approximately 42.5 months post index procedure, the patient suffered an mi due to stenosis of the lad and an unknown brand stent was implanted as treatment. Five days post revascularization, patient death occurred. Cause of death was confirmed as mi and multiple organ failure. Investigator indicated that the reported events were not related to the study device.